Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we are currently still having issues with the ultrasite. Will you describe where the leaking is coming from? The leak is coming from where the catheter is attached to the ultrasite. Do the devices appear damaged or cracked? There are no cracks or damage. Will you describe any impact to a patient or patient care? It has caused blood and or fluids to leak out and not being able to maintain an IV after the patient has had an IV started.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Therefore, the reported defect was unable to be confirmed. An approved project is in place to further address issues with leakage on the ultrasite valve due to damage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.